Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned and tested on the surgeon side console in normal mode. The c-34 errors and mono coag activation issues were confirmed and reproduced at startup. The small measurement value for the hf voltage was found to be the root cause. There were also no dents or scratches found during visual inspection. The front bezel was in good condition. The root cause is attributed to small measurement values for the hf voltage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the c-34 error during testing. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure the error c-34 occurred against the erbe generator. Initially, the error disappeared after restarting the generator. However, the customer later reported that the error returned and persisted after a reboot of the erbe generator. The intuitive technical support engineer (tse) advised to switch ports on the erbe generator, but that had already been tried. The procedure was completed with an external generator. The issue was escalated to field service. There were no reports of patient injury. Intuitive followed with the medical engineer and obtained additional information. The system did not present errors at initial power on.